Event description:
Follow up information indicated the patient had surgery to replace the ipg with therapy restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in months with the ipg no longer communicating with the programmer or charger. A company representative reported the ipg to be inoperable. Surgical intervention has been scheduled to replace the ipg.